Event description:
A report was received through the FDA medwatch medical product reporting program, that a female pt reported she was diagnosed with keratitis, while using renu with moistureloc multi-purpose solution. In 2005, she got what she thought was pink eye in both eyes and treated it with over-the-counter eye drops. She removed her contact lenses for two days, while using the drops. Her eyes stayed red even with the use of the drops and she also began to experience cloudiness, tearing, crusting over the eyes at night, sharp pains, light sensitivity and irritation. After two weeks, the redness started to fade. She discontinued the use of renu with moistureloc multipurpose solution. Her eye dr recommended a different brand of lens cleaner. Her redness abated, recurring once in a while. The other symptoms presisted. She did not see a dr at the time, as she believed allergies were the cause. She went through a year's worth of contact lenses in 7 months, because of the problems associated with her eyes. The pt was later seen by a physician on an unspecified date and was diagnosed with keratitis of both eyes.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.